Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during an old second-degree laceration of the perineum, the needle and sutures were found to be separated. Sutures were replaced immediately after the discovery. Because the discovery was timely, it did not cause serious consequences to the patient.